Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, additional information was received from the manufacturer representative (rep). The pump has not been filled. A re placement was scheduled for (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient receiving clonidine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was admitted to the hospital due to missing the pump refill date and not hearing the alarm. It was noted that the patient recently moved to florida and currently had no managing healthcare provider (hcp) to fill the pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-jan-14, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (30 mg/ml, 17.45 mg/day) via an implantable pump for spinal pain. On (B)(6) 2019, the patient was found at home in intense pain. It was reported that their pump ran out of medication. It was noted that the patient did not get their pump refill on time ((B)(6) 2018). The patient went to the hospital and was being managed for pain. The issue was not resolved at the time of this report. It was reported that surgical intervention had not occurred, but was planned but not scheduled. The patient's status was alive - no injury.